Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing for a quarterly check by the user facility, following microbes were detected from the sample collected from the operative channel of the subject device. [First time; (B)(6) 2021]: raoultella planticola (3 cfu). [Second time; (B)(6) 2021]: raoultella planticola (6 cfu). [Second time; (B)(6) 2021]: raoultella planticola (18 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor steelco ew2, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to local service department of olympus. Local service department sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of local service department. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.